Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a maze procedure completed during which her atrial lead was dislodged. The patient presented to the intensive care unit on (B)(6) 2018 and it was discovered that the atrial lead was loose inside the atrium. The atrial lead pacing was programmed off. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was noted to be in stable condition post procedure.